Event description:
It was reported that the ventilator alarmed and then shut down while connected to the patient. The patient was to restart the ventilator after three minutes of attempting to restart the unit. This reported event happened four times in four days. No reported harm to the patient.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run, initial checkout and all alarm testing. Internal inspection revealed no anomalies. Analysis of the event trace shows that between (B) (4), 2009 and (B) (4), 2009, the ventilator had tbn zero alarm condition due to a high pressure (hi pres1) condition. The event trace shows that there are no indications the unit shut down unexpectedly. All operational periods ended by using the on/stby button as indicated by the vent0 entries. The membrane and overlay were replaced as a precaution.